Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising/high thresholds and high/undefined impedance. It was further reported a polarity switch occurred and no capture was noted in the unipolar configuration. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary: analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, three days post implant, the lead triggered a high impedance warning which triggered the polarity switch to unipolar